Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem usb resulting in the pump shutting off. Replacement charging supplies were sent to the customer and the issue persisted and the pump battery could not be charged. Reportedly, the customer had to maneuver the cable into the charging port at a certain angle in order to charge pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.